Event description:
The device was connected to the pt described as in cardiac arrest. Reportedly a connect electrodes prompt was observed and the device could not be used to perform an analysis of pt ECG as a result. A bls squad arrived on scene, almost immediately, and used their AED to treat the pt. The pt was not resuscitated. An attending paramedic who had arrived on scene stated the pt was not a viable candidate for resuscitation.